Manufacturer narrative:
A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse replaced the gas delivery system, performed functional checks, and verified that the issue was resolved as the device was working as intended. The device passed the required performance verification tests per philips standard and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there was an incorrect supply of oxygen, and a 110f o2 flow sensor calibration data error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The remote service engineer (rse) stated that the gas delivery system (gds) was ordered.